Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the mesh got caught and it was tearing.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On february 3, 2017, it was reported that the mesh got caught and it was tearing. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports. Initial qa inspection of the meshgraft ii on february 14, 2017 revealed that the side plate screws were not tight. The calibration was out of specification and the device did not produce a passing test mesh. It was also noted that the device has never been in for service or repair and that there was no ratchet sent with the unit. The calibration was out of specification on one side, 0.002" above the upper specification. Repair of the meshgraft ii was performed by zimmer biomet surgical on february 14, 2017 which included replacement of the roller, cutter, worn side plates, handle, and damaged hardware. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device failed to produce a passing test mesh and the device has never been in for service or repair. It was also revealed that the side plate screws were not tight and the device calibration was out of specification. The root cause of the reported event was due to the device calibration which was out of specification and the device was not serviced for preventative maintenance every 12 months per the instructions for use manual. The issue was resolved with the replacement of the roller, cutter, worn side plates, handle, and damaged hardware .the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.